Event description:
Reporter indicated that a vns patient developed an infection at the neck incision site. The patient was referred to a wound clinic for treatment and the infection did not resolve. The patient's generator and lead were explanted. Good faith attempts for additional information and return of the explanted devices have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.